Manufacturer narrative:
(B)(4)

Event description:
It was reported through remote transmission that a patient received inappropriate atp therapy due to atrial undersensing. Programming changes were made. The device remains implanted.

Event description:
New information received states the device was explanted and replaced. No further information is available.

Event description:
New information states the device was explanted due to eri. The patient tolerated the procedure well.

Manufacturer narrative:
The device was explanted for an unrelated event of eri.